Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgeon has informed that she doesn¿t have the additional information. No further information available. The patient demographic info: age, weight, bmi at the time of index procedure? Name and indication of mesh implantation in 2010? Were there any intra-operative complications? Other relevant patient comorbidities? Onset of chronic pain, recurrent urinary stress incontinence and uti from the initial surgery in 2010? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or same? Was any medical intervention for utis provided? Results? What are results of exam under anesthesia (eua)? Was any deficiency or anomaly of the mesh? If yes, please describe it. What was a reason/indication for open removal of abdominal component of tvt mesh with colposuspension? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status after mesh removal? Product code and lot number?

Event description:
It was reported that the patient underwent an unknown gynecological surgery in 2010 and the mesh was implanted. The patient experienced chronic suprapubic pain, recurrent urinary stress incontinence and uti. The patient underwent eua, open removal of abdominal component of mesh and colposuspension. No further information is available.